Event description:
Customer reported that they received discrepant total hemoglobin (thb) results compared to repeat testing of different samples on their laboratory analyzer.there was no report of injury due to this event.

Manufacturer narrative:
Siemens has requested more information from the customer. The customer has provided instrument files for further investigation. Investigation is underway.the cause of this event is unknown.

Manufacturer narrative:
A review and analysis of the provided data from the instrument logs, aqc expected recovery, reagent response curves and calibration history were employed to fulfill this investigation report. There were no thb/coox related errors the day the samples were run and no ongoing/persistent thb/coox issues throughout the cartridge life. There were 2 d39 errors around the time the samples in question were run which is suggestive of preanalytical factors such as sample handling and/or sample collection issue attributing for these errors to occur. Based on the co-ox subcomponent and sample quality checks, aqc performance, and lack of any co-ox related calibration drift or diagnostic errors leading up to and on the day of the escalated event the co-oximetry optical subsystem responsible for the measurement of thb on the rp500 system appeared stable and functioning as expected. Data did not suggest anything unusual about the co-ox behavior of these patient samples when measured. The customer stated that ¿they had been doing additional comparisons and the results now match between both devices (ICU and lab), they think that probably they did not use the correct extraction devices when they reported the error." The instrument is performing as intended and is currently operational at the customer site.